Event description:
In 1998, pt underwent laparoscopic splenectomy surgery. This surgery was to involve the internal separation of spleen, the internal placement of the same in a morcellator bag and the removal of the bag (with the emulsified contents) through an incision. The entire procedure was to be observed by the physicians and staff through the use of a laparoscope inserted through another incision. During the procedure, the morcellator penetrated the morcellator bag. Rather than halting the procedure at that point, the dr continued morcellation, causing injuries to colon, pancreas, diaphragm, and kidney. Due to these injuries to colon, certain materials spilled into abdominal cavity, infecting internal organs (peritonitis). There were numerous complications leading to infection in lungs as well, which subsequently required the placement of a drainage tube. Later that month, incision was finally closed, since add'l exposure would lead to a drying of the perforation of bowels. Pt died four days later.